Manufacturer narrative:
The software data logs were returned to the MFR for further eval. Per the customer, they were observing the status of unit after some repairs, which they have replaced the hard disk drive and cleaned the electrical contacts on the memory card. The customer will not sending the unit back to the MFR. Investigation in process, but not yet completed.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the central control monitor (ccm) stopped. The user turned the monitor off and back on, but it still did not function. The device was not changed out, as this unit was on standby for surgery and was not actually being used. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.